Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was not able to verify the reported issue. The technician was able to verify that device would not power on with ac only. The technician was able to power on the device using another dc battery. The technician replaced the eos and power pcba from the power module to repair the device. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker further evaluated the replaced part at the product assessment center (pac). The pac technician was able to duplicate the issue with ac operation, but was not able to duplicate the issue with dc operation. The root cause of the device not powering on with ac is inoperative eos.

Event description:
The customer contacted stryker to report that their device would not power on with ac or dc power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on with ac or dc power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.